Event description:
It was reported that the ht70 ventilator would not start. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator would not start. The ventilator was not made available to medtronic for evaluation. The repair was performed by third party service provider tokibo (tkb). Tkb duplicated the reported issue and replaced the ht70 control board. It was informed that unit was in normal working condition. One ht70 control board was returned to medtronic for further analysis. A visual inspection of the unit found thermal damage to c92 capacitor. If a failure of c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of power/ventilation for the unit. The cause of the event was isolated to a faulty c92 capacitor on the ht70 control board. This ventilator is in the scope of the current field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.